Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the graft r-pda. Approximately 6 months post procedure, patient suffered stemi which is related to myocardial infarction of the target vessel rca. Event was treated with automatic implantable cardioverter defibrillator. Patient recovered. Investigator assessed event is not related to device or anti platelet medication. Sponsor assessed event is possibly related to device but not related to anti platelet medication.